Event description:
It was reported that during the surgery, a foreign substance which looks like a hair was attached to the sterile pouch. Therefore, the surgeon used a backup product for the surgery. There was no patient injury as a result of the malfunction. No further information required.

Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : hospital discarded as biohazard.